Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 251mg/dl. The customer was able to successfully resume insulin delivery and deliver a bolus via the pump without a subsequent alarm. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.